Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a low blood glucose of 40 mg/dl. The customer also stated her blood glucose had been running high recently. She declined troubleshooting, stating she had it under control. Nothing further reported.